Event description:
It was reported that the patient's infusion device displayed 41 units of insulin. The patient bloused 8.5 units of insulin and the device then displayed that there were 36 units of insulin left. On a separate occasion, the device displayed that it had 123 units of insulin left. After a bolus of 6.2 units of insulin, it displayed that there were 118 units of insulin left. The patient thinks the device is not delivering the entire bolus that is programmed. The patient reported that she had experienced elevated blood glucose levels. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
No product available to be returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.